Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 21-june-2024, it was reported that patient faced infusion set leaking event. Leakage was located in tubing. The infusion set was in use for 14 hours. Blood glucose levels reported during the event was 161 mg/dl. Patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.